Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 2 mg/ml at 0.43 mg/day via an implanted pump. It was reported the patient experienced discomfort at the pump pocket site as well as skin irritation. It was noted the patient picks at the site per the staff. No diagnostics/troubleshooting performed. It was further reported per the managing physician, the patient complained of pain at the pump pocket site to right abdomen. Also, she picked at the area and the skin around the pocket was very irritated. As a result, doctor opted to move her pump pocket to her right flank to help with comfort and also prevent the patient from picking at the site since it will then be on her back and not as easily accessible for her to see. After making a new pocket in her right flank, he found the existing catheter and cut it where it was tunneling over to abdominal site. He pulled the cut portion of the catheter out from the abdominal pocket, trimmed it down, then attached a new collect to splice it back together and place it in the new flank pocket. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The pa tient¿s weight and medical history were asked but unknown.